Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate sense lead. This noise resulted in the delivery of inappropriate shocks, as well as pacing inhibition. No symptoms were associated with the pacing inhibition. A guidant technical services (ts) consultant recommended attempting to recreate the noise through pocket stimulation/isometrics. To date, all lead measurements have remained stable.